Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: the report indicated the patient was treated for stricture at the anastomotic site. The IFU states the following: "based on limited clinical data on this device, the rate of endoscopic dilation or surgical intervention for stenosis of the anastomosis is higher than that following surgery." Prior to distribution, all flourish pediatric esophageal atresia devices are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: based on the quality engineering risk assessment, no corrective action is warranted at this time. Quality assurance will continue to monitor for complaint trends.

Event description:
A pediatric patient with pre-existing congenital esophageal atresia had a cook flourish pediatric esophageal atresia device placed on (B)(6) 2019. The initial (untreated) gap measured 4 cm. The patient underwent rigid bronchoscopy, mobilization of esophageal pouches and placement of internal traction sutures. At 156 days of age the gap was confirmed less than 4 cm. At 159 days of age, the flourish pediatric esophageal atresia device was placed with the patient under general anesthesia. At completion of the procedure the flourish magnets were in the distal most portion of the esophageal ends. The resulting gap measurement was 2.5 cm. At 7 days post-placement, anastomosis was achieved and confirmed with esophagram showing connected flow of contrast agent. The flourish device was removed on the same day, successful anastomosis achieved. The patient underwent the first esophageal dilation for stricture at the anastomotic site at 41 days following flourish device removal. The site reported additional dilations occurring at 55 days, 63 days, 71 days, 78 days, and 84 days following flourish device removal, subject of this report. No further adverse effects were reported. This patient was enrolled in the post approval study for retrospective data collection. Cook became aware of this serial dilation of a stricture event on 09 june 2022.